Event description:
An electromechanical ambulatory infusion pump was returned to mckinley for routine service. At the time of the return, there was no report from the customer of a reportable event. During the performance evaluation, a mckinley medical service technician observed a reportable malfunction. The pump failed a delivery accuracy test.